Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Manufacture date was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a worn screw on both open spine clamps. There was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that (B)(4): the retainer ring is missing from the tip of the adjustment screw as well as the pivot cylinder. The attachment screw is also missing. (B)(4): the adjustment screw : the adjustment screw threads are damaged causing some difficulty setting the clamp. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.